Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the battery charger was not working. The charger would not light up. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not working - won't light up) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, there was an open connection in the power supply cable. The cause of the inability to light up or power on is the open connection in the power supply cable. The root cause of the defective power supply cable cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.